Manufacturer narrative:
The blood glucose monitor was returned for evaluation, and the complaint was verified. The monitor has a solid line appearing in the middle of the display, and the location of the line on the display does distort the digit during the simulation test. Therefore, misinterpretation is possible. The monitors serial number is below (B)(4). Monitors below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the display have been implemented at the supplier to reduce the occurrence of this defect. The risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required.

Event description:
Reporter stated there is a line in the results area of the blood glucose monitor. The blood glucose monitor was not dropped or exposed to water. No physiological effects were reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.